Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic intraperitoneal onlay mesh, the tacks fired and fixate to the tissue but not to the mesh. The surgeon tried to pull on some of the tacks, but they were good fixated, but still the mesh was loose. Then the surgeon used another tacker, and it worked normally, and the mesh was fixated. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the first instrument noted the tube shaft was bent. Tacks were visible in the shaft. The remaining twelve tacks deployed and seated properly in the test media. Visual inspection of the second instrument noted the instrument was sealed in the blister package. The second instrument was removed from the packaging and applied to the appropriate test media. All thirty tacks deployed and seated properly in the test media. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.